Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30 -oct-2018 with the following findings: during investigation, the battery compartment was cracked below and above grip pad. There was a battery compartment leak, evidence of moisture corrosion is only in battery compartment, other parts of pump don¿t have moisture. Peeling keypad from base. The keypad is cut and torn between up and contrast buttons, torn on contrast buttons. Ok key is not working, down, up, contrast keys are working. Removed the keypad and found contamination under the all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile cngs prior dmg w/moist) issue. It was reported that the ok/enter button was under responsive. The keypad was damaged/thinning, and that moisture was located behind the display.